Event description:
It was reported that the pressure transducer test failed during system checkout. There was no patient involvement. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site. The reported failure was reproduced and the expiratory pressure transducer pcb was replaced. Information was also received that the locking part of the expiratory pressure transducer pcb was broken. The pcb was returned for investigation. Investigation of the returned expiratory pressure transducer pcb found no visual deviations or damages on the pcb. Simulated use testing of the returned pcb could not reproduced the reported failure. No fault has been found on the returned fresh gas pressure transducer pcb. Evaluation of the received logs confirm the reported failure. The log shows that the system checkout failed due to that the measured zero pressure offset value for the expiratory pressure transducer was 0 volt. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is around 2 volt. During system checkout this offset value is measured and if the measured value is outside the allowed limit (±300mv from factory calibrated value) the test will fail. Investigations performed for this fault has found that the most probable cause of the reported failure is a loose or bad contact in the between the pressure transducer pcb and the pcb that holds the pressure transducer pcb. Our conclusion, based on that no fault was found on the returned expiratory pressure transducer pcb and the information that the locking part was broken, is that the returned pcb is faultless. The root cause of the reported failure was that the connection between the expiratory pressure transducer pcb and the pcb holding the pressure transducer was loose.

Event description:
Manufacturer's reference #: (B)(4).